Event description:
New information received notes the device was explanted and replaced. Review of battery readings suggested a longevity estimation issue. There were no adverse consequences to the patient.

Event description:
New information received notes a recalculation of a jan, 2021 longevity of 2.4 years was inaccurate. The pacemaker was noted on 13 jan, 2022 to have a remaining longevity of 3 months. Note: the device implant date was (B)(6) 2011 therefore the device had been implanted for over ten years in 2022.

Manufacturer narrative:
The field complaint of overestimation was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Analysis of device image indicated autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed exhibited normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that overestimation of battery life was suspected on the pacemaker. A recalculation confirmed the overestimation and provided a revised estimate. The pacemaker was being monitored. The patient was stable.